Event description:
It was reported that the patient was experiencing intermittent low flow alarms during the perioperative period due to running to pump speed low to protect the right ventricle. Low flow software was requested for the patient's primary and backup controllers to mitigate future alarms in the postoperative setting. The patient was then admitted to the intensive care unit on (B)(6) 2021 due to cardiogenic shock. The patient was put on epinephrine, norepinephrine, vasopressin, and milrinone with a plan to wean norepinephrine as tolerated. On (B)(6) 2021 it was noted that the patient was experiencing leukocytosis. Pre-operation wbc count was 7.7 and post-operation was 24.3. This was thought to be a systemic response to vad implant and the patient was put on vancomycin and levaquin. The patient had a history of ventricular tachycardia and the patient experienced wide complex tachycardia without clinical compromise.150 mg intravenous amiodarone was started and a return to sinus rhythm was achieved. On (B)(6) 2021, the patient was taken off vasopressin and epinephrine and was hemodynamically stable. The patient's creatinine levels began trending upwards, indicating renal dysfunction. On (B)(6) 2021 the patient experienced two episodes of ventricular tachycardia which resolved with implantable cardioverter-defibrillator (ICD) shocks. The patient's ICD was implanted prior to the left ventricular assist device. On (B)(6) 2021, it was noted that the patient's magnesium levels were low and the patient was given 800 mg magnesium oxide daily. On (B)(6) 2021 the patient's magnesium levels returned to normal. Cardiogenic shock resolved on (B)(6) 2021. The patient experienced acute on chronic renal disease which resolved with sequelae on (B)(6) 2021 as baseline renal disease continues. On (B)(6) 2021, it was noted that there were no signs of infection despite elevated white blood cell count.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate 3 lvas, serial number (B)(6), and the reported event could not be conclusively determined through this evaluation. The patient remains ongoing on heartmate 3 lvas, serial number (B)(6). The heartmate 3 lvas IFU, rev. C, is currently available. This IFU lists infection, cardiac arrhythmia, and renal dysfunction as adverse events that may be associated with the use of the heartmate 3 left ventricular assist system. Care instructions in regard to preventing infection are provided in various sections of this IFU, including the section entitled "controlling infection." Additionally, the section entitled ¿system operations¿ cautions the patient to stabilize their driveline at all times to avoid pulling on or moving the driveline at the exit site. Pulling on or moving the driveline can keep the exit site from healing or damage an already healed exit site. Exit site trauma or tissue damage can increase the patient¿s risk of getting a serious infection. This document explains that any therapy that consistently maintains mean arterial blood pressure less than 90 mm hg should be considered adequate. The section entitled ¿system monitor¿ explains that the low flow hazard alarm is triggered when pump flow is less than 2.5 lpm, the pump has stopped, the pump is not operating properly, or the driveline is disconnected from the system controller. Changes in patient conditions can result in low flow, such as hypertension. The section entitled ¿alarms and troubleshooting¿ explains all system alarms and the recommended actions associated with them. The heartmate 3 lvas patient handbook, rev. C, is also available at the time of implant. Several sections of this handbook provide care instructions in regards to preventing infection. The section entitled "alarms and troubleshooting" outlines all system controller alarms as well as how to respond to each alarm condition. This document patient the user that in the event of a low flow hazard alarm, call your hospital contact immediately for diagnosis and instructions. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The relevant sections of the device history records for the percutaneous lead were also reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit was shipped on 11mar2021. No further information was provided. The manufacturer is closing the file on this event.